Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 419 mg/dl. Troubleshooting was performed. During the phone call, the customer began to have difficulty breathing and experienced chest pain. Paramedics were called and the customer was transported to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.